Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient had complications from a greenlight laser procedure, causing a loss of sensation. There is no additional information available.

Event description:
It was reported that the patient had complications from a greenlight laser procedure, causing a loss of sensation. There is no additional information available.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.